Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting indicated the device was working properly. Customer stated they had changed the set the day of the incident and their blood sugars continued to elevate even after several boluses were delivered. Explained the rule of changing the infusion set after two consecutive high readings.